Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. During recapture, it was believed that the device perforated the appendage. The perforation was noticed due to a small change in the echocardiography image although the pressure stayed the same. The case was stopped to observe the echocardiography for a few minutes to see if the effusion was growing. After a few minutes of observation, the physician noted that the effusion was very small and that it was not growing so they decided to continue the procedure. The effusion did not grow throughout the rest of the procedure and no device was implanted due to the unique anatomy of the appendage.